Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump bolus wizard was not counting active insulin. The customer¿s blood glucose level was 130 mg/dl at the time of the incident. The customer stated their correction bolus recommendation was incorrect. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.